Manufacturer narrative:
This report is being submitted to relay corrected data, device evaluation and additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was corrected. D2: common device name and device product code were corrected d9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 180 h6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. Complaint reported the screw was loosening from the abutment and damage to the abutment. The product was returned and reported event (loosening) could not be verified as the exact details of the device usage and the patient¿s anatomical conditions were unknown. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (2020020520). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot number (2020020520). There were no similar complaints for this lot number. Based on the investigation and risk review, the most likely cause(s) for the reported event is customer error in screw torqueing, abutment assembly and prepping. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
The event initally reported as a loosened abutment should have been a loosened abutment screw. The screw caused/contributed to the event and damaged the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier - (B)(6). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last/given name unknown / not provided.

Event description:
It was reported that the lab had a customer with a loose abutment.